Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with insulin pump. The customer received a replacement pump; customer took his pump to doctor to set up. Customer stated the pump is not working correctly. He cannot get it to deliver insulin. Customer got home and it was 484 mg/dl, treated with manual injection. Customer's blood glucose in the morning was 168 mg/dl. Customer took a shot to correct for blood glucose. At the end of the call, customer's blood glucose was 440 mg/dl. Customer stated the only reason he was high was because he couldn't bolus with pump. Customer was advised to monitor and treat as appropriate.